Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, fold creases, and wear abrasion. A microscopic analysis was performed which identified: one opening crease smooth on the posterior and partial delamination of the orientation dot (adhesive failure). Based on the device analysis the final assessment is: a crease smooth opening on the posterior assessed as fold flaw opening, partial delamination of the orientation dot (adhesive failure).

Event description:
Healthcare professional confirmed right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture". Device remains implanted.